Event description:
N/a.

Manufacturer narrative:
Explant of the device due to acute heart failure symptoms, stenosis and thrombus was reported. The investigation found that outflow thrombus, cusps 1 and 2. No inflammation or significant calcifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the available information the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling. The reported prolonged hospitalization and surgical intervention were under case specific circumstenses where device was surgically removed. Per the information available abbott cannot further speculate on why the reported event occurred. Codes removed: health effect-clinical code: medical device problem code: component code: 4755 part/component/sub-assembly term not applicable. Type of investigation: 4118 type of investigation not yet determined. Investigation findings: 3233 results pending completion of investigation. Investigation conclusions: 11 conclusion not yet available.

Event description:
It was reported that on (B)(6) 2024, a 27mm epic valve was implanted in the patient. On (B)(6) 2025, the patient developed mitral stenosis (ms) and experienced acute heart failure and a thrombus was confirmed intraoperatively on echocardiography. On (B)(6) 2025, the valve was explanted a new 27mm sjm masters series mechanical heart valve was implanted. A thrombus attachment was confirmed on the explanted valve. The patient condition was stabilized after the procedure.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.